Event description:
The patient called animas on (B)(6) requesting assistance changing her insulin to carbohydrate (I:c) ratio. She wanted to change her I:c ratio from 1:3 to 1:4 per her hcp because her blood glucose level dropped to 30 mg/dl in the morning causing her to fall in the shower. The patient has a list of questions for her hcp regarding her settings. The animas representative advised the patient that she needs to review all settings since her blood glucose levels are irregular and she dropped so low after bolusing 35 units. Based on her pump settings her bolus dose should have been calculated as 21.8 units for a blood glucose level of 333 mg/dl and the patient is not clear why she chose to bolus 35 units. She says that taking a bolus amount that high is not unusual for her and that she takes a lot of insulin each day and has taken that amount in the past. This complaint is being reported because the patient did not know how to change her I:c ratio, took more than the recommended amount of bolus insulin, and experienced a reading indicative of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. There was no allegation or evidence of a device malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported because use of the pump may have caused the patient's injury.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing found no defect with the pump. Daily insulin delivery totals were reviewed and correctly reflect the current programmed basal rates. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. Per the users settings the max bolus was set to 35.00 units. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification.